Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient is having difficulty communicating with their ipg using both the clinician programmer and patient controller. Troubleshooting was unable to provide resolution. Engineering was able to confirm if the ipg is inoperable using the programmer logs.

Event description:
Follow up revealed that the patient underwent surgical intervention on (B)(6) 2017 wherein their ipg was replaced. Patient has effective therapy post op.

Manufacturer narrative:
The CAPA was initiated on 2016-02-23 to address the issue of the proclaim ipg entering service application (orion ipg family). Investigation is complete and being monitored by the manufacturer.

Manufacturer narrative:
The CAPA investigation was initiated on 2016-02-23 to address the issue of the proclaim ipg (orion ipg family) entering the service application state. The investigation was completed and being monitored by the manufacturer.